Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the continuous glucose monitor graph was not updating. Customer's blood glucose was 260 mg/dl. Tandem technical support assisted customer through starting a sensor session and graph readings were readily available. Customer declined further trouble shooting.